Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The device would not power on. The cause was isolated to the power pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device continuously lose power during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.